Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included vaginal bleeding and flooding. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the menorrhagia, dysmenorrhoea and anaemia had resolved. The reporter considered anaemia, dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), anemia. Most recent follow-up information incorporated above includes: on (B)(6)2020: medical records received new reporter information, lot no was added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included vaginal bleeding and flooding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and anaemia had resolved. The reporter considered anaemia, dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), anemia. Lot number: 508293 manufacture date: 2005-07 expiration date: 2007-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and anaemia had resolved. The reporter considered anaemia, dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), anemia. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: menorrhagia, dysmenorrhea (cramping), anemia, plaintiff did not undergo confirmation test. Outcome of the events menorrhagia, dysmenorrhea, anemia were updated to recovered/resolved. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.